Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified left external iliac artery. A 7.0 x 60 mm absolute pro vascular was advanced to the lesion and deployed; however, there was resistance removing the delivery catheter from the deployed stent. It was successfully removed though. A non-abbott balloon catheter was advanced for post-dilatation but the catheter could not be advanced through the proximal stent struts. When the balloon catheter was removed the proximal stent struts were on the balloon. The stent had moved proximally from the lesion and the struts had stretched. A larger size sheath was advanced over the stretched stent and the entire stent was removed from the anatomy. A non-abbott stent was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The migration, resistance and difficulty advancing, was not confirmed due to the condition of the returned device and because the difficulties were based on case circumstances. The stretched stent was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a cause for the reported difficulties. The additional therapy/treatment was due to operational context.